Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a procedure and adaptive stimulation was on before the procedure. The patient said when they resumed ins use post-procedure, adaptive stimulation was off. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the adaptive stimulation was definitely off during the procedure. The ins had been put into MRI mode prior to the procedure. The rep checked the ins with the tablet and all of the patient's settings were still there and the system seemed to be functioning properly. No symptoms or complications were reported.